Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated for the peritonitis; however, specific treatment details were not reported. It was not reported if the patient had recovered from the peritonitis event. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unknown date in (B)(6) 2013. The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4). The information provided was found in the following article: onuigbo, macaulay a.c. "Unexplained hypotension and exertional dyspnea in a night-cycled peritoneal dialysis patient¿a rare form of icodextrin hypersensitivity." Advances in peritoneal dialysis. 30(2014): 87-9.